Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflate the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and while placing the stent the occlusion balloon deflated. The device was removed and replaced with another to complete the case. The pt is reported to be fine.